Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was used to harvest vein. Once dissection was complete, device was used to seal and cut. During the first branch, the seal was initiated and the branch was allowed to fall away. Once the toggle switch was released, the device continued to activate. The toggle was released so the jaws opened which turned off the energy. For the rest of the harvest, it was necessary to release the toggle manually after each burn. Although the device was used in conjunction with an extension cable, adapter, and power supply, none of these were found to be defective. The procedure was completed using the same device. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/15/2024. An investigation was conducted on 01/18/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip due to clinical use. The shaft of the harvesting device at the crease was observed to be bent forward, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was not conducted due to the condition of the shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "device remains activated" was not confirmed, however the analyzed failure "material twisted/bent shaft" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000353455 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.